Event description:
It was reported that the patient presented for an implant procedure. During implant, the atrial lead exhibited intermittent sensing and capture. The lead was repositioned multiple times with the same result. The lead was removed and replaced. The replacement atrial lead was successfully implanted following several repositionings. The physician noted that the capture thresholds were on the higher end but found them acceptable. The patient was stable throughout the procedure and after. The physician noted that the electrical issues could be due to scarring in the atrium. During the post-operative check, the implanted right atrial lead exhibited poor sensing and intermittent capture. The lead was reprogrammed. The patient was asymptomatic as a result and the lead will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.